Event description:
N/a.

Manufacturer narrative:
August 2018 quarterly asr report exemption e2013025 original reporting time frame: may 1, 2018 through july 31, 2018.

Manufacturer narrative:
Exemption e2013025 original reporting time frame: may 1, 2018 through july 31, 2018 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
N/a

Manufacturer narrative:
August 2018 quarterly asr report exemption e2013025 the total number of events for product classification code otn is 216. Qty 1- align combo kit without dilator qty 44- align r retropubic urethral support system qty 3- align rs retropubic/suprapubic urethral support system qty 1- align rs retropubic/suprapubic urethral support system, w/o dilator qty 32- align s suprapubic urethral support system qty 44- align to trans-obturator urethral support system- halo qty 55- align to trans-obturator urethral support system- hook qty 13- align to trans-obturator urethral support system- hook & halo qty 22- align urethral support system qty 1- unknown bmd women's health mesh product h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
August 2018 quarterly asr report.